Manufacturer narrative:
A philips clinical support specialist spoke with the biomed regarding reports of frequent alarms and questionable ECG values while monitoring patients in the picu. It was determined that the ECG voltage was not significant enough to consistently meet the threshold of 150uv due to patient physiology, resulting in some ECG beats not being detected by the monitor. There was no patient impact, and monitoring was not interrupted. The biomed was advised to select 'annotate arrhythmia' to visualize beat classifications and confirmed that some ECG complexes did not have annotations, concurring that the ECG signal may be weak. The qrs detection threshold was verified to be set at its lowest (150uv). Further recommendations included improving ECG detection by moving leads closer to the heart while maintaining the same axis, ensuring good skin preparation (using soap and water, drying the skin, and using fresh or wet-gel electrodes), and ensuring proper lead placement. A summary of steps was emailed to the biomed, and follow-up was requested. On 5/12, the biomed reported that caregivers were counseled on troubleshooting steps and no further questions were received. The system meets specification for the performed service and was returned to use. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that the heart rate on the EKG is varying by a large degree compared to the spo2 heart rate. The device was in use on a patient at time of event, there was no adverse event reported.